Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system were used. The device was placed and the procedure completed successfully. On (B)(6) 2021, at the 45 day post procedure follow up appointment, the patient underwent a transesophageal echocardiogram (tee). A thrombus was detected on the watchman device. The patient was on eliquis, an anticoagulant, and is expected to fully recover. There were no reported patient complications.